Event description:
Device report from (B)(6) reports the following: the patient underwent an operation on (B)(6) 2013 for a diaphyseal fracture of the fourth metacarpal using a compact locking condylar plate with 1.5 mm screws. Osteosynthesis was noted and material ablation was performed on (B)(6) 2014. The screw heads, plate, and locking condylar plate hand plaque were removed with a lambott blade because the screws could not be unscrewed. Six screw heads broke. One remaining screw remained in place. It was not a planned removal surgery; rather it was performed due to pain. There is no other reported patient harm. Surgery was prolonged about 15 minutes. This is report 2 of 2 for complaint (B)(4). This report is for one unknown plate.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for one plate, part and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.